Manufacturer narrative:
This event will be updated when investigation is complete.

Event description:
Allegedly, patient was revised due to pain. Revision (B)(4). Side:l: primary asa: p2 - mild disease not incapacitating. Components not revised: procotyl l beaded and ha coated cup size 54mm (B)(4). Rim-lock a-class cross-linked polyethylene liners 0 deg 32mm ID group e (B)(4).